Event description:
Tubing separation. It was reported that a homecare pt was receiving an unspecified infusion. At some point during the infusion, the pt noted that the tubing had separated at the proximal end of the filter. The customer reported no bleedback, and no adverse pt effects. The tubing set was changed and the infusion resumed. Though requested, no additional info was provided.